Event description:
The customer called for help with his new meter. While troubleshooting, it was discovered that the meter was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter will be returned for evaluation. A replacement meter was sent to the customer.